Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The device was microscopically and visually examined. The stopcock was still attached to the manifold upon device return. At 36.5cm cm from strain relief, the hypotube was separated. The device also had numerous kinks. The balloon was tightly folded and had contrast and blood present in the folds. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported kink as there were numerous kinks to the device. The device also had separation of the hypotube.

Event description:
Reportable based on device analysis completed on 30-jun 2021. It was reported that the shaft kink occurred. The 90% stenosed target lesion was located in severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure the shaft was kinked. The procedure was completed with the different device. There were no patient complications nor injuries reported. However, returned device analysis revealed shaft detached.